Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the caller stated the patient needs a MRI of their head. The caller wants to know if the patient is eligible for an MRI as the caller stated the patient's rep told the patient that the ins battery was dead. The caller is unsure if the patient has tried to use their patient programmer (pp) to put the ins into MRI mode. No further complications were reported. No patient symptoms were reported. Additional information was received from the consumer 2019-09-13. It was reported that due to weight loss, and placement of the ins, it became painful for the patient to wear the charging belt and charge the battery, so they quit charging the battery. In (B)(6) 2019 the patient saw their healthcare provider (hcp) and arranged to have the battery replaced in an area of soft tissue to alleviate the pain. It was discovered just prior to the surgery that they had high blood pressure and a fib. The revision surgery was postponed. The patient was then diagnosed with skin cancer and a couple of falls that resulted in abrasions to their arms and legs, and two hospital stays for other reasons, which also resulted in the battery not being changed. The manufacturer representative (rep) attempted to jump start the battery, but it would not take a charge. The patient was currently planning on a hip replacement. They were to have the ins replaced after recovering from the hip surgery. The patient stressed that he problem as not with the equipment, but with the patient and their discomfort. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided weight. No additional new information.